Event description:
It was reported to philips that there is an intermitted electrical interference artifact. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.